Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data is not available on the date of this event, however available log data up to (B)(6) 2025 showed the ilet was performing to specification including triggering glucose alerts. As the log data is not available on the date of this event, a root cause cannot be determined, however it is not suspected to be related to the ilet as the device was operating properly prior to the event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a cds reported that a patient experienced hypoglycemia on (B)(6) 2025 with seizure. The patient's sister called ems and the patient was taken to the hospital and admitted. The patient was discharged on (B)(6) 2025. The patient remains on MDR therapy.